Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), real time operating system (rtos), hard drive, and the software were installed during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that the system was intermittently locking up with multiple errors. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.